Manufacturer narrative:
The lot number of the lens was not provided. Therefore, a review of the device history records could not be conducted. The lens remains implanted, therefore it is not available for evaluation. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: patient is now over one year post op. Reportedly a yag was performed. The reason for the yag was not provided. Patient reportedly has z-syndrome with two-diopter induced astigmatism. Physician is evaluating treatment options.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Surgeon reported that patient is experiencing z syndrome. Additional information has been requested but not received.